Event description:
Pt taken to operating room for cervical spine stabilization (cervical posterior approach arthrodesis). Loud pop was heard during the procedure. Noted that the starburst on the c-clamp was not in alignment with the mayfield bed attachment. There was approx 1-2" variance in the two pieces. C-clamp was manually held to maintain head in current alignment. At this time I noticed the bolt connecting the two pieces had sheared into 2 pieces. Wound was closed, procedure stopped, pt woken for neuro checks, pt had normal neuro checks and procedure restarted. Pt did well during the rest of the procedure and post operatively. We consider the c-clamp breaking "near miss", under different circumstances could have caused pt harm.